Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when customer was using the ventilator, the ventilation was cancelled. No further information received. No patient harm.